Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced yeast infection, stress urinary incontinence, left lower quadrant pain, urinary retention, left flank discomfort, vaginal discharge, urge incontinence, hesitancy, dysuria, voiding dysfunction, urgency and frequency, urethral erosion, nocturia, urinary tract infection, urethral calcification, recurrent cystitis, and vaginal fistula. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00241, 3011770902-2016-00240.